Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 4 and 24 hours. At 7:58 am the patient's mother administered a bolus of 20.85 units. The patient's mother then noticed the pod was leaking from the cannula end and the pod was changed. The patient was taken to the emergency room (ER) to ensure bg levels would continue to decrease. The patient was treated with saline via intravenous (IV) route to help re-hydrate as well as insulin bolus deliveries through the new pod, which was applied at home. The doctor stated the pod leaking was directly involved in patient's high bg levels. The patient remained in the ER for six hours. The patient's blood glucose, carbohydrate, and insulin history was as follows: (B)(6).